Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that patient had an infection and vegetation was observed on right atrial (ra) and right ventricular (rv) leads via echocardiogram. During procedure, hematoma was also noted and evacuated with bio-patch. Implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead was explanted as a result. There were no patient consequences.